Manufacturer narrative:
The insulin pump was received with a button error alarm and no act button response due to a corroded keypad. Analysis was unable to perform the displacement test, the rewind test, the basic occlusion test, the occlusion test , the prime test, and the excessive no delivery test because there was no button response. The unit had a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, a cracked lcd window, and a scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's daughter called in to report a button error alarm and constant beeping. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 288 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.